Event description:
The customer reported being admitted at the intensive care unit due to diabetes ketoacidosis and infection. The customer stated that she has been in the hosp for two weeks, and last week her glucose reading was over 500 mg/dl. The customer stated that the doctor believes that most likely the reason was the site, and she has scar tissue. The customer stated that she did not receive a no delivery alarm. Advised the customer to call back when she can troubleshoot the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.